Event description:
A customer reported that a system message displayed and there was air in the infusion line during surgery. The air line was clamped and the procedure was completed without intraocular pressure (iop) control. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).